Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side rupture and breast "doubled in size, is hard, and silicone in lymph node." Device has been explanted.

Event description:
Additionally, healthcare professional reported a patient experienced the events of ¿significant increase in the size of the right breast overnight¿, ultrasound showed ¿bilateral silicone implant rupture", "silicone uptake was noted within a couple of lymph nodes within the right axilla". MRI showed ¿intracapsular rupture of the silicone implant on the right and a copious amount of fluid surrounding the implant, silicone uptake was also noted in one axillary lymph node on the right and an internal mammary lymph node on the right¿, ¿ruptured breast implant with right axilla lymphadenopathy¿, ¿found to have 2 abnormal lymph nodes in the right axilla¿.

Manufacturer narrative:
The events of seroma (late) and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, a broken shell, a flat crease and yellow particles. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported right side rupture and breast "doubled in size, is hard, and silicone in lymph node." Device has been explanted.